Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Record review revealed no additional information related to the complaint.

Event description:
This supplemental report is being filed as update from product investigation was received. Boston scientific received information that this patient with pacemaker believed that device may have moved with recent fall. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this patient with pacemaker believed that device may have moved with recent fall. The device remains in service. No adverse patient effects were reported.